Event description:
It was reported that while putting in an anchor-c screw the ring came disassociated from the screw.

Event description:
It was reported that while putting in an anchor-c screw, the ring came disassociated from the screw.

Manufacturer narrative:
Method: device history review; visual inspection; functional inspection; complaint history review; risk assessment. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It was reported that the surgeon freehanded this screw during insertion. The anchor c surgical technique states that use of a free hand technique is strongly discouraged and use of the guide/inserter tip is required. Conclusion: the likely root cause is due to the inserter guide not being used while implanting the screws.